Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use (IFU) indicates: "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Approximately twelve (12) sprays/applications were done with this handle. It operated correctly and the spray was applied to the desired site. The handle seemed to run out of carbon dioxide (co2) after about twelve (12) sprays. After six (6) to seven (7) sprays, the cook sales representative noticed the assistant was having difficulty using the device per the correct technique as described in the instructions for use (IFU). Once the cook sales representative discovered this, the assistant changed to the correct technique and there were a few more full sprays. Then, the co2 stopped working. Once they discovered that the co2 had run out, the doctor determined that they sprayed enough for the procedure to finish. They ended the procedure and withdrew the endoscope. The procedure was finished successfully, even though the co2 had run out. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.